Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1- initial reporter phone: (B)(6).

Event description:
It was reported that stent had burrs and was partially exposed. The target lesion was located in the artery of lower extremity. An 8 x 40 x 130 innova self-expanding stent was selected for treatment. However, it was noted that the stent had burrs at the tip of the delivery shaft, and the stent was partially exposed. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1:(B)(6). E1- initial reporter phone: (B)(6). Device evaluated by MFR: the innova device was returned to our post market quality assurance laboratory. A visual and tactile examination identified no damage to the outer sheath of the device. The device was received with the stent already deployed from the delivery system. The device was partially unsheathed. A visual examination identified no issues with the tip of the device and no issues or damage to the handle of the device. The safety clip was not present on the handle. The investigator opened the handle of the device. There was no evidence of inner prolapse. This concludes the product analysis.

Event description:
It was reported that stent had burrs and was partially exposed. The target lesion was located in the artery of lower extremity. An 8 x 40 x 130 innova self-expanding stent was selected for treatment. However, it was noted that the stent had burrs at the tip of the delivery shaft, and the stent was partially exposed. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.